Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A complaint history check was performed and this is the 13th related complaint for needle hub separates, the 4th related complaint for shield does not detach as intended and the 1st related complaint for stopper separates on lot # 9343326. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended, stopper separates) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a bd insulin syringe with bd ultra-fine¿ needle the hub separated and stayed in shield as well as stopper separated from plunger rod. The following information was provided by the initial reporter: it was reported that the needle hub separated from the syringe and stayed inside of the shield. Also, the needle shield was difficult to remove and the rubber stopper detached from the plunger rod.